Event description:
We have become aware of a potential issue with our treatment planning / treat-station used with our medical linear accelerator. It has come to our attention during routine service software testing, the simulated treatment was allowed with a verification error (interlock). The system initially generated a verification error (interlock) because the treatment table was out of position. However, the system allowed treatment without overriding or clearing the verification error (interlock). This issue can result in potential mistreatment if the operator is not paying close attention to the error messages on the system screen. The error was discovered by siemens service engineer during routine service intervention. It is important to note, no patient was involved nor any injury reported.

Manufacturer narrative:
Investigation is currently pending and the root cause has not been identified.